Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump screen had a crack in the lower right corner that prevented the user from unlocking the device, and a replacement was arranged while the user resumed backup therapy. Symptoms included no reported clinical effects. Outcomes included temporary interruption of automated therapy and use of backup therapy without alerts or alarms. Investigation included collection of event details and device history review. Investigation of this case revealed damage to the display assembly consistent with a cracked screen that impaired the user interface, with no additional device malfunctions reported. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the screen, with the precise initiating event undetermined.